Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. Reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). Device evaluated by manufacturer. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient right eye due to refractive surprise. Replacement lens implanted was (B)(4). There were no incision enlargement, vitrectomy, sutures performed. Patient is stable post-op. Visual acuity pre-op (pre-initial implant): 20/400. Visual acuity post-op (post-initial implant): 20/80. Visual acuity post-op (post-replacement): 20/30. No further information provided.